Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with cause unclear. Symptoms included insufficient clinical information to characterize the event. Outcomes included insufficient information to describe the impact. Investigation included attempts to obtain information through communication and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and no device problem or component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.